Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room following a syncopal episode. Upon review of the arrhythmia logbook, only non-sustained ventricular tachycardia events were observed. The local area sales representative reported that the patient was non-compliant with medication. The device checked out ok and no sustained episodes were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.